Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient, the device was unable to set the pacer output. Complainant indicated that the patient was transported to hospital subsequently expired, about an hour later.